Event description:
Additional information indicates that this patient underwent a revision procedure. During the procedure there was difficulty experienced interrogating the device. The interrogation woudl get about halfway and then an error message of telemetry out of range would appear. Boston scientific technical services (ts) discussed troubleshooting efforts. No further complications were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited high out of range right ventricular (rv) pace impedance measurements, measuring greater than 2,000 ohms. It was believed that the rv lead was fractured. The patient is not pacemaker dependent and the physician planned to replace the lead in the near future. No adverse patient effects were reported. Additional information suggests that this patient has undergone a revision procedure.